Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic during follow-up. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes were suggested but have not been made. Device remains implanted.